Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 50 mg/dl range. Reportedly, the pump basal rate was set too high and needed to be adjusted. Customer addressed low bg levels with carbohydrates.